Event description:
Caller reported a malfunction on pump with a displayed malfunction code, but no notable events occurred prior to the malfunction. There was no adverse impact to the customer¿s blood glucose level. Customer was assisted by technical support to reset pump, and the malfunction code did not recur after resetting. Customer was instructed to continue using the pump and to call back if any malfunction recurs.